Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experiencing high blood glucose and infusion set issues. Customer inserted an infusion set and noticed that blood glucose was getting high. Customer took it off noticed that it had a bent cannula and another one ripped out. Customer went to the hospital on (B)(6) 2020 at 6:00 am. Customer¿s blood glucose level was 378 mg/dl at the time of admission and was released on (B)(6) 2020. Customer had diabetic ketoacidosis and was treated with insulin drip. It was unknown if customer was using the auto mode feature at the time of the event. The insulin pump will not be returned for analysis.